Event description:
Subsequent to the initially filed report, the following information was received: there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. There were no leaks noted during preparation indicating that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an arteriovenous fistula. A 7x60mm armada 35 percutaneous transluminal angioplasty (pta) balloon ruptured at 8 atmospheres and had difficulty being removed due to an unspecified guide catheter. The device was removed surgically, and there was no portion of the device that remains in the patient. The patient was discharged the same day, and there was no clinically significant delay in the procedure. No additional information was provided.